Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display and critical pump error detected alarm. Customer¿s blood glucose was 160mg/dl at time of incident. Customer performed troubleshoot but display did not return. Customer states that they had little bit moisture in the insulin pump. The customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify critical pump error alarm or perform functional testings due to blank display.